Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the battery was slightly pulled out of the battery compartment. The se reinstalled the battery and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was locked-out and generated a system failure error message. The ventilator was not in use on a patient at the time the event occurred.